Event description:
It was reported that there was a separation between the main body and twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, three photographs of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the twist clamp and main body. The reported condition was verified. The cause of the separation was due to the broken occluder legs. The cause of the broken occluder legs was undetermined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.